Event description:
A rental model 3100a just received by the reporting hospital had blank displays for frequency and care of inspiratory time. The 3100a was being checked out and the was no pt involvement.